Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s nurse reported via phone call that customer was hospitalized due to high blood glucose of over 500mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 435mg/dl and then 367mg/dl. Customer was treated with manual injection. Customer stated that vomiting and dizziness leads to hospitalization. Customer was wearing insulin pump at time of hospitalization. Insulin pump will be return for analysis.